Event description:
It was reported the patient was experiencing difficulty charging his scs ipg as it was implanted too deep. Surgical intervention was taken on (B)(6) 2014 to reposition the ipg. Follow-up identified the patient is able to charge his ipg efficiently.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.